Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported that the patient's blood glucose level rose to between 18.0 mmol/l and 19.0 mmol/l (324 mg/dl and 342 mg/dl) while wearing the pod. The patient reported insulin leaking while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.